Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. Investigation summary : customer returned 7 used pen ndl 32g 4mm pro pen needle loose with no teardrop labels. It was reported by the consumer that insulin leaks during injection. All 7 pen needle was visually examined using magnification and found one pen needles with pe bent, 7 with no damages. All the pen needles have been examined using microscope for needle point integrity and no issues were observed. Functionality test have been performed on all the pen needles and no issues were found with insulin leaks. No damage to the needles of any kind was observed and all functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: insulin leaks during injection.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: insulin leaks during injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.